Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The device remained powered on when switching between ac and battery power. The unit passed functional testing and was found to visually and audibly alarm during alarm conditions. The device was placed in the burn in oven for 24 hours at 35c and remained on without unexpected shut down or reboot. No errors observed. The device is fully functional.

Event description:
The customer reported that the device turned off during patient monitoring. No consequences or impact to patient were reported.